Event description:
It was reported that the pump of this artificial urinary sphincter (aus) is refilling too quickly, preventing the patient from having enough time to completely void. The physician suspects that the pump is failing due to the age of the device. A replacement surgery has been scheduled for (B)(6) 2025. No patient complications were reported.

Manufacturer narrative:
Event date not provided. Therefore, 06/01/2025 was used as approximate date of event. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is ((B)(4).

Manufacturer narrative:
Event date not provided. Therefore, 06/01/2025 was used as approximate date of event. Concomitant product UDI for cuff is (B)(4). Concomitant product UDI for balloon is (B)(4).

Event description:
It was reported that the pump of this artificial urinary sphincter (aus) is refilling too quickly, preventing the patient from having enough time to completely void. The physician suspects that the pump is failing due to the age of the device. A surgical procedure was performed to remove and replace the aus. No patient complications were reported.